Event description:
It was reported to boston scientific corporation that a soloist needle electrode was used during a radiofrequency ablation procedure performed on (B)(6) 2012. According to the complainant, the patient had an osteoid osteoma. During the procedure, the physician accessed the osteoma with a 13 gauge bone biopsy needle. An attempt was made to insert the soloist electrode through the biopsy needle; however, due to the tapered tip the soloist did not fit. Reportedly, the physician pushed pretty hard to try and insert the soloist, but ultimately he withdrew the soloist and opted to use a larger 11 gauge bone biopsy needle. He inspected the soloist, and there was no reported damage. As the electrode looked fine, he then proceeded to insert it through the second biopsy needle. The ablation was performed with a slight modification. The algorithm was started at 2 watts, and kept at 2 watts for 5 minutes before increasing 1 watt per minute. Reportedly, impedance was steady at 31/32; however, after 15 minutes roll off (complete ablation) was not achieved. As per the algorithm, power was reduced by 70% and went for another 15 minutes, and ended at 22 watts, but roll off was still not achieved. The physician withdrew the soloist and noted that the insulation was pushed back exposing approximately 2cm of needle at the end; therefore, rendering the soloist ineffective. The physician successfully completed the procedure with another soloist needle electrode and the same rf 3000 radiofrequency generator. There was no reported complaint with the generator. There were no patient complications as a result of this event. The patient experienced pain for a few days post procedure; however, the pain resolved without treatment. The patient is currently doing well. It is important to note that per the intended use section of the dfu/product label; "the soloist single needle electrode is intended to be used in conjunction with a boston scientific radiofrequency (rf) generator for the thermal coagulation necrosis of soft tissues, including partial or complete ablation of nonresectable liver lesions."

Manufacturer narrative:
The complainant was unable to report the exact lot number; however, it was either 14805362 or 14715971. Therefore, the manufacture date and expiration date is unknown. Reportedly, the device was used prior to the expiration date. (B)(4) for the reported event of insufficient roll off. (B)(4) for the reported event of insulation peeled. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.